Event description:
Customer reported to beckman coulter, inc (bec) that they discovered white precipitate within the reagent carousel of the unicel dxc 600 synchron clinical system when they were trying to load reagents. Customer reported that the tbili (total bilirubin) cartridge appeared to be slightly wet around the cartridge. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a crack/broken cartridge on the upper deck of the instrument and reagent leaked down to the bottom of the cooler. The fse could not determine which chemistry cartridge had cracked and leaked. The fse noted that the customer had already replaced multiple cartridges before the fse arrived at the site. Customer indicated that they did not know which chemistry cartridge had cracked and leaked.

Manufacturer narrative:
Evaluation: results: reagent cartridge. (B)(4).